Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, the root cause for the stenosis and regurgitation remains indeterminable; however, patient related factors such as a history of congenital stenosis and progression of the patient¿s underlying valvular disease likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 29mm pericardial aortic valve, implanted in the pulmonic position, underwent a valve in valve procedure due to stenosis and regurgitation. The implant duration of the 29mm pericardial valve at the time of the procedure was eleven (11) years, eleven (11) months, and twenty-one (21) days. A 29mm transcatheter valve was implanted in the pulmonic position. Both devices remained implanted. The patient presented with right heart failure, hyha class iii symptoms, shortness of breath, fatigue, weakness, lightheadedness, palpitations, dyspnea on exertion, and symptomatic pulmonic stenosis. The patient was considered high risk for a third time surgical intervention. The patient was noted as doing great after the procedure.

Event description:
Through follow up with the health care provider it was learned that a 29mm transcatheter valve was successfully implanted in the pulmonic position to correct a degenerative 29mm pericardial valve. It was noted that the 29mm transcatheter valve was deployed in excellent position and there was no significant gradient or regurgitation. The patient tolerated the procedure well and was discharged in stable condition on post-operative day two (2).